Event description:
It was reported the stimulation turned off. There was no known accident or incident related to this complaint. The pt was at home; the pt status was undetermined. The pt met with the MFR rep. Impedance measurements were normal. The pt relies on spouse for assistance with pt programmer. It was suggested the pt keep a log of occurrences and what she was doing right before and at the time when she checks the stimulator and finds it is off. Additional info has been requested from the hcp, but was not available as of the date of this report.